Manufacturer narrative:
It is spacelabs policy to report any event that involves a patient death. Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded.

Event description:
Site says the monitor failed to alarm for v-fib or v-run or any type of arrhythmia alarm. User did not hear an audible alarm while patient coded resulting in death.